Event description:
The customer reported the unicel dxc 600i synchron access clinical system generated false patient results for sodium (na). The customer indicated the quality control results were within range prior to event. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The exact number of patient samples affected is unknown. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the device. The fse as troubleshooting measure cleaned the sample probe, and then recalibrated. After recalibration, the fse observed the adc (analog to digital converter) values for sodium level1 sample reference was reading at -5600. The failure mode was identified as faulty carbon bridge. The fse replaced the carbon bridge to resolve the issue. The fse performed system verification successfully without issues. No further issues were noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is case-(B)(4).